Event description:
Bilateral saline breast implants were removed due to rupture. Both were replaced with new implants. The surgeon took both implants with permission of the pt and was going to return them to the device MFR.